Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level and sensor issues. Customer stated they had sensors that failed to calibrate and sensor that alerted sensor updating and change sensor. Customer's blood glucose value at the time of the incident was 50 mg/dl and was treated with soda. The customer declined troubleshooting. It was unknown if customer was using auto mode feature at the time of the event. The insulin pump will not be returned for analysis.